Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was experiencing inflation issues and malposition of the inflatable penile prosthesis (ipp) because the cylinders were too short. An inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinders were removed and replaced. There were no patient complications.